Manufacturer narrative:
Concomitant medical products: product ID: 37602 lot# serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602 lot# serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v061739, product type: lead. Product ID: 3389-40, lot# j0301149v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that following a lead revision, the patient had a single generalized seizure that self-resolved in the post anesthesia care unit. The patient then had a second seizure and they were being treated with lorazepam. A CT scan showed no hemorrhage and an electroencephalogram was done in the intensive care unit without recurrent seizures. The patient was started on keppra for seizure prophylaxis. The cause of the event determined and it was related to the lead revision surgery. The patient had recovered without permanent impairment. Lead revision was previously reported. Refer to manufacturer report #3004209178-2014-17573.

Event description:
It was reported the patient had seizures when the lead was implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.